Manufacturer narrative:
(B)(4).

Event description:
It was reported it was difficult to advance the catheter on the guide. The catheter was blocked and that kinked the guide. The catheter was removed and the same guide was used to insert a new catheter at the same insertion site. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported it was difficult to advance the catheter on the guide. The catheter was blocked and that kinked the guide. The catheter was removed and the same guide was used to insert a new catheter at the same insertion site. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding identified. For material mcz-15853-008a, lot 72c20a0140, a non-conformance was initiated for to address the issue of "swg does not go freely throughout juncture hub". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.